Manufacturer narrative:
Internal reference: (B)(4).

Event description:
It was reported that, during a cori assisted tka surgery, when they were trying to calibrate the handpiece for the case, a real intelligence tracking camera error message (camera bump sensor disabled) was received. The rep tried to complete the camera diagnostic test, but it was unable to complete it due to the surgeon wanting to move forward with manual procedure. The surgery was completed, after a non-significant delay, changing to manual procedure. No injuries were reported.

Manufacturer narrative:
The real intelligence tracking camera, part # rob10025, serial # (B)(6), used for treatment, was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. Testing found that the camera battery was not sufficiently charged, and allowing it to recharge before resetting the shock sensor was able to clear the error. The most likely cause of the reported issue seems to be that the shock sensor battery had been depleted while in storage and needed to be recharged. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. In the event of a system failure, refer to the recovery procedure guidelines in the real intelligence cori for knee arthroplasty user manual (500230 rev d). The failure mode and associated risk have been anticipated within the risk file including a documented risk level. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.